Event description:
Temperature probe stopped working. Device failed (e.g. Broke, couldn't get it to work, or stopped working). (B)(4).

Manufacturer narrative:
The initial visual evaluation and electrical tests indicate an intermittent (open) connection inside the molded interconnect cable that attaches temperature probe to the csz blanketrol iii device. The defective interconnect cable will be sent to the manufacturer for further investigation. Csz does not manufacture the interconnect cable.